Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure due to an infection that developed around the burr hole covers. The patient's symptoms included scabbing and fluid drainage near the lead extensions and lead junction. The patient was placed on antibiotics to treat the infection and was referred to infectious disease specialists for culture confirmation. No additional adverse patient effects were reported. The location of the explanted devices remains unknown. Additional information was received indicating that the culture results were not disclosed. The explanted devices were retained by the facility and will not be returned to boston scientific for analysis. The patient is doing well postoperatively and is awaiting having the device reimplanted.

Manufacturer narrative:
Block d2b: additional applicable product codes: nhl. Additional suspect medical device components involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: na. Batch: 35973414. UDI: (B)(4). Product family: dbs-extension. Upn: m365db3216550. Model: db-3216-55. Serial: (B)(6). Batch: 5001858 UDI: (B)(4). Product family: dbs-extension upn: m365db3216550. Model: db-3216-55 serial: (B)(6). Batch: 5001851. UDI: (B)(4). Product family: dbs-ipg-pc. Upn: m365db14320. Model: db-1432. Serial: (B)(6). Batch: 236086. UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2203450. Model: db-2203-45. Serial: (B)(6). Batch: 5002938. UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2203450. Model: db-2203-45. Serial: (B)(6). Batch: 5002957. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure due to an infection that developed around the burr hole covers. The patient's symptoms included scabbing and fluid drainage near the lead extensions and lead junction. The patient was placed on antibiotics to treat the infection and was referred to infectious disease specialists for culture confirmation. No additional adverse patient effects were reported. The location of the explanted devices remains unknown.

Manufacturer narrative:
Block d2b: additional applicable product codes: nhl. Additional suspect medical device components involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: (B)(6), batch: 35973414, UDI: (B)(4). Product family: dbs-extension, upn: m365db3216550, model: db-3216-55, serial: (B)(6), batch: 5001858, UDI: (B)(4). Product family: dbs-extension, upn: m365db3216550, model: db-3216-55, serial: (B)(6), batch: 5001851, UDI: (B)(4). Product family: dbs-extension, upn: m365db3216550, model: db-3216-55, serial: (B)(6), batch: 5001244, UDI: (B)(4). Product family: dbs-linear leads, upn: m365db2203450, model: db-2203-45, serial: (B)(6), batch: 5002938, UDI: (B)(4). Product family: dbs-linear leads, upn: m365db2203450, model: db-2203-45, serial: (B)(6), batch: 5002957, UDI: (B)(4).